Event description:
Rptr alleged the advantage system display screen was fading and the results he was obtaining seemed to be a bit higher than expected. The domestic manufacturers eval dept determined the internal display was burnt. No actions taken or treatment reported. A request had been made for the return of the suspect product and replacement product had been sent.